Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the channel of the drain collapsed.

Event description:
It was reported that the channel of the drain collapsed.

Manufacturer narrative:
Received 1 channel drain with trocar for evaluation. The reported event was confirmed as manufacturing related. During the visual evaluation, it was observed that the drain had a diagonal clean cut at an end of one piece channel drain. A double transition and double tube section in the sample received was observed. According to sub-assembly specification for a 15 fr, round channel silicone drain, full fluted, hubless, milling and extrusion (involved in this complaint), the one piece channel drain formed per the following sections: tube/ transition/ channels drain. The sample received had the following sections: tube/ transition/ channels drain/ transition/ tube. The second transition in the drain, after the dot printing, it looked like a collapsed section but was actually a double transition of the drain which is a mistake performed during the manufacturing of the returned drain. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "indications: wound drains are used to remove exudates from wound sites. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function. Leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may effect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Evacuators should be used in cardio-thoracic surgery only after the lung is fully expanded and all air leaks have sealed. Drain perforations or channels must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. Drain placement · the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. · tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. · positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. · drain tubing should be placed within the wound by approximating the areas of critical fluid collection. · care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. · taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. · deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. · care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." Correction: d4